Manufacturer narrative:
Insulin pump received with an intermittent button due to corroded keypad traces. No display ramping on its own anomaly noted. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump keypad became unresponsive and that the numbers continued to ramp without input during a bolus. The blood glucose reading was 210 mg/dl. She did not recall any significant event leading to the keypad anomaly. Nothing further was reported.